Event description:
(B)(6) results were obtained for a pt sample and confirmed using the advia centaur confirmatory assay. The pt was redrawn and tested. The result of the redraw was (B)(6) and was repeated in duplicate. The duplicate testing results were negative. The redraw sample was tested on a different instrument and the result was negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unk. The customer declined service - no further action. No further eval of the device is required.